Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged 2 different forms of cancer while using the machine. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to a CPAP device's sound abatement foam. The previous report did not have an option selected in the "outcomes atrributed to adverse event." The corrected data on this report has the "other serious or important medical event" selected. Please see section b2 for this corrected information.